Event description:
Procedure: oesophagectomy. According to the reporter: whilst the surgeon was suturing the needle snapped off inside the pt. The whole incident caused a delay in operating time and was dangerous to the pt. The broken portion of the needles was found and retrieved. The needles was initially left in wound but located by x-ray and removed at the time of the incident. The incident device was not kept.

Manufacturer narrative:
(B)(4).